Event description:
According to the scrub and the surgeon, "clips did not close down all the way, only half way, and then slipped off during gallbladder surgery." Used another device without any issue. The patient tolerated the procedure well and was taken to recovery in stable condition.